Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that a lead revision was performed and this lv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The product was not returned.

Manufacturer narrative:
A revision procedure is scheduled for a later date at which time, this lv lead will be evaluated. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead presented with loss of capture due to exit blocks and an increase in pacing impedance measurements. No adverse patient effects were reported.